Event description:
The patient reportedly experienced intermittencies and sound quality issues with her device. Programming adjustments were made. However, the problems were not resolved. Surgery to explant the patient's device will be scheduled.